Event description:
The consumer and health care provider (hcp) reported that the patient experienced a loss or change of therapy in (B)(6) 2016. The patient needed to catheterize more and more since they had back surgery. The patient¿s back surgery was not related to their device or therapy. The patient didn¿t have therapy on. The patient would call their hcp to ask if it was ok to turn it back on. The patient¿s loss of therapy had not been resolved and they still had the catheter in place. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.